Manufacturer narrative:
Product was not returned to confirm if a malfunction has occurred.

Event description:
A consumer reported that their diamondclean power toothbrush caught fire when charging. No injury or property damage was reported.